Manufacturer narrative:
The device was returned, and the evaluation found an additional reportable finding of a blackout image problem with no error code. Due to corrosion on the endoscope connector, the b30 scope communication error occurred. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had a scope communication error: b30. It is unknown when the issue occurred. There were no reports of patient harm.